Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was "white debris" in the cartridge tubing. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer performed the load fill tubing process to remove the air bubbles and the pump supplies were changed to address the issue. Customer's blood glucose was approximately 300 mg/dl.